Event description:
It was reported by the rep the device was used during a laparoscopic tubal ligation. It was reported the surgeon placed his main umbilical port and had visibility. He then went to the left side of the right lower quadrant to place the 5mm trocar and as he was trying to introduce through the peritoneum he hit the ileac artery. They were able to grasp and clamp the artery. A vascular surgeon was called into the room and the case was converted to open. There is no other info known at this time. The hospital requested the rep replace 4 add'l 355ld's with the same lot number. A total of 5 trocars are being returned.